Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected should be blank as the involved device is an instrument, not an implant. Reported event was confirmed by review of operative notes confirming that the patient experienced a bone fracture during the reaming process. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: 00-9993-017-55 ¿ cone body ¿ 61601799; 00-2232-004-18 ¿ cocr cable ¿ 63775416; 00-2232-004-18 ¿ cocr cable ¿ 63759956; 00-2232-004-18 ¿ cocr cable ¿ 63254355; 00-8018-032-14 ¿ femoral head 0 63780064. (B)(6). Customer has indicated that product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06106.

Event description:
It was reported patient underwent a right hip revision approximately 4 years post implantation. During the surgery, while being reamed for a new stem, the patient experienced a bone fracture in the femur. Fracture was fixed with wires. Attempts have been made and additional information on the reported event is unavailable at this time.